Event description:
It was reported that a malfunction occurred on the pump, identified with a malfunction code and a fault ID. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset process and was advised on returning the malfunctioning pump, which couldn't enter storage mode, by allowing its battery to deplete. Tandem technical support approved and sent a new replacement pump, and the customer was informed about the necessary setup for the new device, including programming pump settings and connecting their cgm.